Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the charger would not fully power on. The charger exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a charger was unable to power on.